Manufacturer narrative:
Follow-up # 1 date of submission 2/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 2/09/2016 with the following findings: a review of the pump black box data showed partially discharged batteries were installed on (B)(6) 2015 and (B)(6) 2016. Additionally, low battery warnings and replace battery alarms were observed in the pump¿s history. The returned battery cap was able to fully tighten to the pump. A "battery life" issue was not duplicated during the investigation. The electrical current draws measured within specifications. The pump case was removed and disassembled and there was no evidence of moisture or loose components inside the pump. During visual inspection of the pump, it was observed that the battery compartment was cracked in the thread area and below the grip pad. Unrelated to the initial complaint, it was observed that the pump powered on to a dim and discolored display screen with the returned battery cap and the pump case was cracked in upper right hand corner of the display area.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.